Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and doctors office visit. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to their general practitioner (gp) (practice storm de grave) on (B)(6) 2026 for evaluation of the pod insertion site infection. The patient reported that the pod site, specifically the cannula insertion area, had developed inflammation characterized by redness, swelling, warmth, and the presence of pus. While wearing the pod for approximately 25 to 36 hours, the patient¿s blood glucose levels reportedly reached 22 mmol/l (396 mg/dl). The gp treated the site by incising and draining the inflamed area, followed by thorough disinfection. The procedure reportedly lasted approximately one hour.